Event description:
The customer reported that during a total abdominal hysterectomy, after sealing tissue and deploying the knife blade, the device would no longer open. Another device was used to cut the device out of tissue. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.